Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The breathing system was cleaned and lubricated. The unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the adjustable pressure limiting valve was not functioning as expected. There was no report of patient involvement.